Event description:
Caller reported that tandem mobi pump shut down unexpectedly with leds not blinking. Blood glucose level exceeded 500 mg/dl, displaying as ¿high¿; however, a specific value was not provided. Customer addressed high blood glucose by administering a correction bolus via the pump. Technical support informed caller of pump shutdown due to low battery and provided educational tips on battery best practices and insulin management upon pump reset. Customer acknowledged and understood the instructions provided by technical support.